Event description:
Customers contacted haemonetics (B)(6), 2008 reporting they experienced a blood spill in their orthopat machine when removing the disk. No injury or reaction was reported.

Manufacturer narrative:
Eval confirmed the reported problem. The spill damaged the power supply and other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).